Event description:
The customer reported the system would not always boot up fully. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive, usb, hub, and cd drive were evaluated and readjusted. The system software and calibration filed were reloaded. The system was tested and found to be working as intended and returned to service.